Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received that the device did not detect a distal occlusion when the occlusion pressure was set at the high range during testing at the user facility. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.